Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out the infusion set and cartridge to resolve the occlusions. Customer's blood glucose (bg) was 500-600 mg/dl and a bolus via the pump was delivered to address bg.